Event description:
It is reported that the patient experienced pain and swelling after receiving a trilogy implant.

Manufacturer narrative:
Information was received from medwatch # (B)(4). Evaluation summary: the exact origin of the pain is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: the item and lot number were provided for the mating liner used, and thus manufacturing records were reviewed and found to be conforming to requirements at the time of manufacture. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.